Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps was analyzed, and the findings did not replicate or confirm the customer reported event. A visual inspection did not reveal any damage. The instrument passed an electrical continuity. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests, moved intuitively with full range of motion in all directions, and the grips opened and closed properly. The instrument passed the cautery test on three out of three attempts. The instrument was fully functional. No product issue was identified. The instrument was found to have damaged conductor wire insulation at the idler pulleys. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, the maryland bipolar forceps instrument was unable to burn. No known impact or patient consequence was reported.